Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Slight tissue buildup was observed on the jaws. No visible defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. Based on the observations, the reported failure mode "failure to cut" was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield stop cauterizing while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) stated that while ligating branches the hemopro stop cauterizing. They opened several cords and still could not get any power to harvesting tool. Nurse opened another kit to continue case.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield stop cauterizing while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6) stated that while ligating branches the hemopro stop cauterizing. They opened several cords and still could not get any power to harvesting tool. Nurse opened another kit to continue case.